Manufacturer narrative:
Evaluation: the hosp would not release the event sample. A smiths medical rep went to the hosp and took digital pictures. Those pictures did not provide clear enough detail or an eval. However, the hosp provided a magnified digital picture of the catheter tip. The investigation is based on the picture provided. Examination of the pictures first provided showed that the sample was severed above the nose of the catheter hub. The unattached segment was not photographed for eval. The exact measurement of severed catheter could not be obtained from the photo taken. The photos displayed no mfg related catheter hub securement (eyelet to tube) area nonconformances as the point of severance was above the catheter hub nose. Examination of the magnified picture displays the point of severance to be straight/smooth and not jagged. This type of catheter tubing damage is typical of that seen when the tubing is cut with a sharp instrument such as scissors. The hosp also returned ten unopened packages from the reported lot number. All samples received were visually examined under magnification for any possible related nonconformances with no visual nonconformances or catheter discoloration found. Additionally, no eyelet to tube tears, damage to the eyelet securement area or catheter tubing was noted that would indicate a mfg related nonconformance. The samples were also tested for catheter security with no mfg related nonconformances found. An additional thirty retain samples were also examined and no nonconformances found, either through visual examination or securement testing. The reporter had also requested tensile testing be performed. A review of the tensile testing test results was performed and no nonconformances were noted. The mfg record were reviewed and no nonconformances were found during MFR. The lot size was 24,000 units and we have not received any other reports on this lot number. Root cause: this investigation has concluded that the catheter severance most likely occurred due to cutting the catheter tubing with a sharp instrument. Our instructions for use cautions against the use of scissors or sharp instruments near the IV catheters. Instructions for use are provided with each shelf pack (50 units) detailing the proper instructions for use. This report hs been logged for trending.